Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited failure to extend helix and was damaged. The right atrial lead was removed and replaced. The patient was discharged post procedure.

Manufacturer narrative:
The reported event of helix mechanism issue and lead damage were confirmed. Final analysis found a complete lead was returned in one piece. The x-ray examination found the inner coil inside the connector region was overtorqued consistent with procedural damage. The cause of reported events was isolated to the helix being clogged with blood/ tissue and overtorque of the inner coil.